Event description:
Additional information received reported the cause of the inability to aspirate was not investigated, a new catheter was just implanted. As a result the cause of the issue is unknown and the catheter was discarded. The manufacture representative stated that the patient is doing fine after the surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that during a pump replacement, the healthcare provider (hcp) was unable to aspirate csf from the catheter, so the hcp decided to replace the catheter. The patient had no symptoms associated with the event. The pump was used to deliver gablofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.